Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing lesion occurred. The more than 90% stenosed target lesion was located in the moderately calcified and severely tortuous proximal right coronary artery. A 4.00x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. An unspecified wire was added and re-attempted to deploy the stent several times but failed. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Devic evaluated by MFR.: device was returned for evaluation. A visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent found that the distal end of the stent was damaged. Struts on the third and fourth most distal rows were misaligned and bent outwards. No other damage was noted with the device. No issues existed with the profile of the actual tip. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).